Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. This report is being filed on an international product, model number 78802-01, which has a similar product distributed in the u.s. Model number 71992-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on an unknown device. It is unknown whether the customer noted a trend arrow on the device. Customer experienced hyperglycemia and treated themselves with rapid insulin injection (10 units). Eventually, then customer experienced hypoglycemia and treated themselves with a croissant as a corrective treatment. There was no report of death or permanent impairment associated with this event.